Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer base lost connection with the mobile programmer application due to poor connection quality. It was noted that the base was close to the mobile programmer application and that wireless fidelity (wifi) was turned off. It was also noted that the base was not being used for pacing at this time. Troubleshooting steps were taken to force close the mobile programmer application and re-start the connection in an attempt to resolve the issue. Further troubleshooting steps were taken to switch out the mobile programmer base. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.1.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.